Event description:
During a tlh procedure, the while cleaning off the device, the blade broke in half on the scrub table. A second device was used and the same thing happened later in the case. No pt consequence.